Manufacturer narrative:
The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of 19b054fhx. The complaint report indicates that no sample is available in connection with this complaint report. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to confirm the reported issue or determine the root cause(s) of the reported condition or implement any corrective action(s). If a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. The manufacturing site reached out for further information and received a video of the unit. The investigation team tried to replicate what was observed in the video and could not get the same results. As a result of this we cannot confirm the issue experienced by the customer. The manufacturing site then engaged with the cardinal health r&d team to get a better understanding of the issue. The r&d team believes this may be a user issue based on some of the questions being asked, many of which are addressed in the instructions for use (IFU). The r&d team are conducting extensive cdu training and have extended an invite to the sales and marketing. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that the patient was connected to thoracic drainage which presents a permanent bubble that caused the water to rise above the initial level of the water seal and the water in the suction chamber evaporate. Also, the unidirectional valve is bidirectional and it does not work for positive suction. Received additional information on 29-jan-2020 stating that a patient was involved and developed pneumothorax.